Event description:
Essure device inserted (B)(6) 2010 (elsewhere), pt complains of pain, menorhagia since then. On (B)(6) 2011 lap. Assisted vag. Hysterectomy done at (B)(6). Path: essure found only on left side prox 1/3 in orifice of fallopian tube mid-portion perforates fallopian tube distal 1/2 embedded in uterine wall. Pt had an essure contraceptive device inserted elsewhere around (B)(6) 2010. Complained of pain and menorrhagia since then. Had lap-assisted hysterectomy at our hospital (B)(6) 2011. Pathology showed essure device was only on the left side, with proximal 1/3 in orifice of fallopian tube, mid-portion perforating the fallopian tube, and distal 1/2 embedded in the uterine wall.